Event description:
It was reported that the clinician contacted technical support for review of supposed ventricular fibrillation episodes. It was found that intermittent under sensing of r waves was present on the implantable cardioverter defibrillator (ICD). There were no reported patient consequences.

Event description:
New information received notes programming changes were made, there were no other issues, the patient was being monitored, the patient was stable.